Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cgm graph lines appeared larger than normal on the pump touch screen. Customer's blood glucose was 40 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly the customer continued to use the pump for insulin therapy.